Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the cx. Approximately two months post index procedure, the patient suffered nstemi with EKG changes in lateral leads. The mi occurred in the target vessel. The patient was treated with pci of the cx. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the mi as non-q -wave mi (target vessel) 3rd udmi spontaneous- prox cx cec also adjudicated revasc as clinically driven trl-pci in stent and revasc as clinically driven tvr pci not involving target lesion- distal cx. If information is provided in the future, a supplemental report will be issued.